Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly lost to follow up. The recipient's device will not be explanted at this time. The recipient remains implanted. This device is considered a failure in situ. A review of the device history record was performed and no anomalies were noted. No additional details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and magnet strength were reviewed, however, the issue was not resolved. The recipient has been an inconsistent device user. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of intermittent lock was verified during this analysis. It is believed that the failure of the electrical test performed is attributed to an intermittency in the circuit. This failure could not be isolated during this analysis, as failure of the electrical test recovered after the residual gas analysis process. Since failure analysis could not recreate electrical test failure to determine the root cause of the problem, no corrective action can be implemented. This older device configuration is no longer manufactured. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.